Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information obtained from hygiene microbiological investigation results provided by the independent laboratory. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were cultured and they tested positive for one (1) colony forming units (cfu)/ endoscope of gram positive bacteria. The results obtained are in conformance with the requirements. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by user facility.

Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. Please see updates to d8, d9, h3, h6 and h10. The returned device was evaluated and there were few findings. The insulation of the distal end cover was less than the threshold value. The light guide rod lens was cracked. The adhesive of the bending section cover was separated and had white clouded area. The connecting tube was wrinkled. The universal cord was buckled. The cleaning brush passage through the biopsy channel was restricted and was less than the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
The customer reported that there was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after patient procedure. Pre-soaking was perfomed and the device passed the leak test. The detergent used for manual cleaning was anios. The brushed points were instrument/suction channel, suction cylinder and instrument channel port. The device was rinsed before manual disinfection. The disinfectant used was anioxyde 1000. All channels were flushed with and immersed into the disinfectant. Filtered water was used for rinse after disinfection. The concentration and expiration date of the disinfectant was controlled. The automated reprocessor used was soluscope series 4. There were no defects in the reprocessor. The detergent used was anios and disinfectant used was anioxyde 1000. All channels were connected with tubes when the endoscope was setting up into the reprocessor. The concentration and expiration date of the disinfectant was controlled. Water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with the instructions for use. The device was dried by blowing filtered compressed air. The endoscope was stored in a simple cabinet. The device was returned. Device evaluation anticipated; but not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. All channels were cultured and more than 48 colony forming units (cfu) per 100 milliliter (ml) of aeromonas hydrophila was identified. The microbiological quality was not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with water that was bacteriologically controlled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.